Event description:
It was reported that when the patient presented in clinic for routine device check, device was found to reach elective replacement indicator on (B)(6) 2018. Bpa was also triggered few weeks later. Premature battery depletion was suspected. Device was explanted and replaced. Patient¿s condition was stable.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.